Event description:
The technician stated the account alleged that there was a patient fall at the account. There were no reported injuries.

Manufacturer narrative:
Technician performed the investigation and the account stated the patient fell out of the bed because the patient position module was not functioning. No injury reported. The beds serial number was not recorded and the bed was put back in service. The technician was not able to identify which bed was involved because the bed was placed back in service and no serial number recorded. The technician checked every advanta bed in the facility and found all beds were functioning as designed.